Event description:
(B)(6) 2013 - per st jude, the pace/sense portion of this lead was capped and replaced on (B)(6) 2013. The defibrillation portion of this lead remains actively implanted.

Manufacturer narrative:
The event description has been updated. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Noise is present on the rv lead leading to inappropriate detection and therapy. On (B)(6) 2013 - this lead remains implanted.